Event description:
It was reported that the device had difficulty converting an arrhythmia. Three shocks were required. Also, the shock impedance was high at 174 ohms. The shock impedance at implant was 62 ohms. Technical services recommended an x-ray to confirm electrode position. As the patient is very large, the doctor is now considering implanting a transvenous system. There were no additional adverse patient effects. The systems remains implanted.